Event description:
It was reported that this implantable lead was part of a system revision due to a pocket erosion and infection. Reportedly, the patient had a frequent infection due to atopic dermatitis. There was no additional adverse patient effects were reported. This implantable lead was explanted.